Event description:
Essure placed (B)(6) 2012, removal of fallopian tubes with coils on (B)(6) 2013 because of all the sickness that has occurred since they were placed. Still in severe pain and having to go back for a total hysterectomy now.